Manufacturer narrative:
No product returning for evaluation. Should new info become available, a supplemental report will be submitted.

Event description:
It was reported that the customer hospitalized for severe hypoglycemia (12 mg/dl). The customer's hcp said that the customer was not putting in carb info for bolus requests.